Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from german to english: there is a perception that there is more silicone in the syringes than is usually the case.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-jul-2023 investigation summary six samples and one photo were provided to our quality team for investigation. Through visual inspection, no stringing or excessive silicone were observed. The image shows the barrel and the plunger with stopper attached with silicone visible on the end of the stopper. The condition observed is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from german to english: there is a perception that there is more silicone in the syringes than is usually the case.